Event description:
During an in-clinic follow-up, loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). The patient is pacemaker dependent. The device was reprogrammed to resolve the event. The patient is stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.